Event description:
There were autofill failures and difficulty getting pressure traces. The iab leaked back into the system 97 pump. The pump alarm sounded "autofill failure". The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: unknown-reported 7/23/97. Pt's current status: unk-rpt'd 7/23/97.